Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported the clave secondary port split. The tubing set was to be sued to deliver an unspecified medication. It was reported that prior to priming, it was noted that the clave secondary port on the cassette of the tubing set was split. No specific details were provided. The tubing set was replaced and the therapy was initiated. Though requested, no additional information was provided.